Event description:
It was reported that cadd legacy pump alarmed with error code 1260, during testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal and upper back label. The customer stated problem was duplicated. Replaced faulty microprocessor unit board. The cause of the reported problem could not be determined. Product is beyond 4 years from manufacture date of 2018-05 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.